Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose readings on the pump after a supply change, then performed a site-only change using an inset teflon infusion set without visible issues at the removed site, requested replacement supplies, and later returned to target range. Symptoms included hyperglycemia. Outcomes included user education and shipment of replacement supplies. Investigation included customer troubleshooting and follow-up. Investigation of this case revealed no device malfunction observed during troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.